Manufacturer narrative:
Product event summary: the delivery catheter was returned and analyzed. Analysis indicated the mechanical operation of the catheter slitting showed a spiral slit. The mechanical operation of the catheter shaft was kinked/buckled. The slitting was not slit on the center of hub of the delivery catheter. Blood was observed on the hub of the delivery catheter. Visual analysis of the catheter indicated damage during use. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during implant, there was resistance with the right ventricular (rv) lead and delivery catheter, and the body shaft of the catheter detached/separated. The physician felt resistance right after the transition point of the white hub to the delivery catheter body and the slitter came off as well as it was pulling on the rv lead enough that the physician had to restart from scratch. The physician tried twice, and both times with two different delivery catheters there were slitting difficulties. It was suspected that the rv lead was possibly compromised. The rv lead and delivery catheter were removed, and a new lead was implanted with another catheter. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.